Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had a cracked case on display window corner, cracked display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported that the insulin pump had crack on the top right and left corners of the display. Troubleshooting was done. Customer's blood glucose was 117 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.